Manufacturer narrative:
This report is submitted on 23 sep 2020.

Event description:
Per the clinic, the patient had an overgrowth of tissue and subsequently underwent a revision surgery (date not reported) which was performed under a general anaesthetic, in order to change the abutment. The patient experienced an infection (post-op) which was treated with IV and topical antibiotics.